Manufacturer narrative:
Visual examination of the returned valve revealed a pliable prosthesis, and x-ray inspection confirmed that there was no calcification of the valve. Histological examination revealed small fibrous pannus deposition on the valve, and the presence of gram + bacteria inside the pericardium. However, the pannus formation is unlikely to be the primary cause of the observed stenosis, given the minimal pannus formation observed. The observed pannus formation may also be attributable to the patient's clinical history and risk factors; however, minimal clinical history was provided. A review of the data filed in the device history record confirmed that the mitroflow valve satisfied all material, dimensional and performance standards required for a 12a19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Deformation of the sewing ring is observable from the visual inspection. It is likely that this deformation, if attributable to the implant procedure, contributed to the identified stenosis, pannus and infection. However, this deformation may also be attributable to the explant procedure, and the root cause of the event therefore cannot be definitively stated.

Manufacturer narrative:
The physician commented that abnormal pannus formation may be related to patient characteristics and that device failure was not expected, although investigation of the device's performance was requested. The device was received for evaluation on nov 2, 2017. On november 6, 2017, a gross examination was performed. The returned valve prosthesis was found to be in generally good condition. One of the valve leaflets was observed to be completely open, while the other two leaflets appeared to be adhered to one another.

Event description:
On (B)(6) 2017, a mitroflow valve was implanted during a concomitant tricuspid annuloplasty procedure, due to aortic stenosis and tricuspid regurgitation. In (B)(6) 2017, the patient was suspected of aortic and tricuspid stenosis. Specifically, valve stenosis due to abnormal pannus growth was suspected. On (B)(6) 2017, a re-operation was performed which confirmed the valve stenosis due to abnormal pannus formation. Pannus formation was also identified around the tricuspid valve ring. The mitroflow was explanted, and a new bioprosthetic valve was implanted. Infection was not suspected, so no tests or cultivation was performed. No further patient information is available.